Event description:
It was reported that the fiber cap detached at (B)(4) joules during a prostate procedure. The cap was retrieved. The method of cap retrieval was not reported. The procedure was completed with a second fiber. There was no injury to the pt.